Event description:
It has been reported to philips that the system would not boot up. It was stuck at the phillips logo screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found a malfunction with the x-ray pc. The defective x-ray pc was returned for analysis, and it was concluded that the hdd bay was faulty. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the x-ray pc and updated the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.